Event description:
It was reported that the patient presented to the hospital with septic shock and multi-organ failure. A computerized tomography (CT) revealed consistency with an anastomotic leak and pneumoperitoneum. Of note, the patient recently had a bowel obstruction, and the anastomotic leak was from the abdominal anastomosis. Given no surgical options, the patient was eventually transitioned to palliative care and subsequently expired. The patient¿s cause of death was deemed as septic shock due to the gastrointestinal issues.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of log files could not be performed since log files covering the reported event date were not available. Information provided by the site indicated that the patient presented to the hospital with septic shock and multi-organ failure. A computerized tomography (CT) revealed consistency with an anastomotic leak and pneumoperitoneum. Of note, the patient recently had a bowel obstruction, and the anastomotic leak was from the abdominal anastomosis. Given no surgical options, the patient was eventually transitioned to palliative care and subsequently expired. The patient¿s cause of death was deemed as septic shock due to the gastrointestinal issues. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, multi-organ failure and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.